Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, 4 tubes underfilled. There was no health impact or consequences reported.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received 2 photos for investigation. The photos were evaluated and showcased underfill. Additionally, 20 retained samples were functionally tested, and all 20 tubes drew within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, 4 tubes underfilled. There was no health impact or consequences reported.